Manufacturer narrative:
The evaluation of the customers issue included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. The ticket search by lot indicates that the reagent lot performs as expected for this product. Labeling review concluded that the customers issue is adequately addressed. Trending review determined no trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. The overall performance of architect (B)(6) ag/ab combo reagents in the field was reviewed and determined the performance is acceptable. Based on all available information, no malfunction, and no product deficiency was identified.

Event description:
The customer reported false positive architect (B)(6) ag/ab assay results with a blood screening for one patient. The customer provided results: initial = 37.41 s/co, repeat = 37.27, 40.04 s/co (interpretation range: <1.0 = nonreactive; >= 1.0 s/co = reactive). The customers reference lab repeated the test and results were stated to be negative. The customer cross checked with a second lab and the results = 42.95 s/co. There was no impact to patient management reported.